Event description:
It was reported that a patient passed away due to heart disease, coronary artery disease, and ischemic cardiomyopathy. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted. It is unknown if the ICD or rv lead caused or contributed to the patient death. No further information was received.

Manufacturer narrative:
A partial lead was returned in one piece. Electrical testing did not find any indication of any conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.